Event description:
It was reported that, with a patient on the table, the surgeon attempted to use the port but the introducer was too large to fit into the lock on the port. Two (2) trays were attempted. No patient injury was reported.

Manufacturer narrative:
The samples were returned and visually inspected at a distance of 12 in to 16 in under normal conditions of illumination. The catheter received is bigger than required. One (1) video was received which showed: the two shelf box where the product was extracted; the catheter from each box would not fit inside an introducer; the catheter was bigger than the introducer; attempt to connect the catheter to the port and it was not possible to fit the catheter between the sleeve and the tube. The reported problem was confirmed and it can be concluded that the most likely root cause was during the packaging process (pick and place) of the catheter. The device history record (DHR) review indicated that there were no deviations or issues that were encountered related with the event reported. The lot was manufactured in compliance with the specifications of the device. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).